Manufacturer narrative:
(B)(4.the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt340 breathing circuit was pressure tested to check for leaks. Results: the breathing circuit performed correctly and no leaks were detected. Conclusion: no fault was found with the complaint breathing circuit. All breathing circuits are pressure tested during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows the caregivers to act by replacing the breathing circuit according to their standard procedures.

Event description:
A hospital in (B)(6) reported that a leak was detected in an rt340 adult dual-heated evaqua breathing circuit during testing prior to patient connection. No patient consequence was reported.